Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during use, the device indicated a low battery and unexpectedly shutdown. The unit was connected to the hospital main power source and the therapy was continued. There was no reported patient impact.